Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017, 407658 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently undersensing during atrial fibrillation (af) and atrial tachycardia (at). It was noted that the implantable cardioverter defibrillator (ICD) was in and out of mode switch during the at/af episodes. The lead remains in use. No patient complications have been reported as a result of this event.